Event description:
A report was received that the patient's ipg was moving in the pocket and she was experiencing irritation and discomfort at the pocket site. The physician prescribed the patient pain medication. The physician does not believe the patient's symptoms are device related. No further action will taken.